Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 32 mg/dl; cause was unknown. Reportedly, customer hit their head. Customer addressed bg before going to the ER by consuming carbohydrates and a glucagon injection. While at the ER customer was treated intravenously with saline and was released the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.